Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient stated implanted company lens a year ago, there is no improvement in near vision. Patient have had grittiness and dry eye problems all year as well. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).